Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she receives an alarm and hyperglycemia episode. In troubleshooting blockage is found at the site. High blood glucose level was displayed high and was treated by correction bolus via pump. No further information was available.